Manufacturer narrative:
The disposable 25 gauge endoilluminator, lot number 518194, was returned for evaluation. Investigation, including root cause analysis is in progress.

Event description:
The doctor reported the 25 gauge illuminator broke off while being inserted into eye; pieces were collected. There was no pt injury. No add'l info is expected.